Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The elevated bg was addressed while the customer was in school; however, the reporter was not able to provide what was done to address the bg. Customer changed pump supplies to address the issue and resumed insulin delivery.